Manufacturer narrative:
A ge oec service representative investigated the issue and found the table software disk was not functioning as intended. The table software disk was replaced and function restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had to be booted 6 times to successfully power on.